Event description:
It was reported that the patient had a shocking or jolting sensation. Patient had a cystoscopy about four months ago which is when the patient felt the sensation. The patient felt discomfort for a couple of months after the procedure. Patient's therapy was working fine. The patient's status was unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)